Event description:
It was reported that upon interrogation, an alert for erroneous parameter values detected was received. The physician restored the nominal settings and the interrogation continued normally. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.